Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. The intestinal obstruction and pneumonia are being reported as there is no further information available after several attempts. There was no allegation of device malfunction reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. On (B)(6) 2017 the patient was hospitalized due to an intestinal obstruction and pneumonia. The intestinal obstruction required surgery. The tubing remains in place. The patient did not have a recent replacement of the peg or the j tube. No further information was available.